Event description:
Inf rec'd on 7/24/97 indicates an ipp device was implanted, date not indicated. A revision surgery was performed on 7/18/97 due to fluid loss-reservoir. It is uncertain which, if any components were revised. Ams has requested add'l info.